Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 534mg/dl, and she was treated with manual injections. The customer experienced nausea, vomiting, and thirst. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery and auto off alarms. Assisted the customer to run a manual prime test and the insulin did exit. The caller mentioned having continuous high glucose for which she treated with no results. The customer mentioned having bent cannulas. Advised the caller to insert in unused areas to ensure insulin delivery. No further information was provided.